Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown, which was not reproduced during evaluation. A review of the event history log identified an improper shutdown alarm. Visual inspection found the cause was depressed battery contact pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. The cause was identified to be the downstream thermistor calibration reading to be out of specification. The force sensor was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. The event occurred at the infirmary department. There was no patient involvement. During evaluation of the returned spectrum infusion pump, the device experienced a system error 345 (thermistor disparity). No additional information is available.